Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon was sealing a vessel about 4mm, the seal failed. End tones were heard before deploying the knife. There was no significant blood loss for it was controlled using the device. The surgeon resealed with a second bite and continued the case. The device was used throughout the procedure without any incident. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. The visual inspection noted eschar build up the device's jaws. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.